Event description:
It was reported during an idiopathic ventricular tachycardia - right (r-idvt) procedure, the navistar thermocool catheter exhibited a curly appearance after minimal deflection in the patient. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. This catheter was being used in the ventricle. The catheter was deflected and then got stuck in a deflected position. The physician did not state that he had any difficulty in removing it from the patient. The procedure was completed with a different catheter. Since the catheter got stuck in a deflected position in the ventricle, this is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported during an idiopathic ventricular tachycardia - right (r-idvt) procedure, the navistar thermocool catheter exhibited a curly appearance after minimal deflection in the patient. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. This catheter was being used in the ventricle. The catheter was deflected and then got stuck in a deflected position. The physician did not state that he had any difficulty in removing it from the patient. The procedure was completed with a different catheter. Upon receiving, the catheter was visually inspected and the tip lumen was found twisted and bent about 14 mm from the transition area. Then per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and the lumen was found misaligned internally. The catheter did not get stuck during the analysis. No exposed wires were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified.